Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the current pump malfunctions while at work. The pump keep giving high pressure alarm despite resetting. Patient confirmed there is no blockage but does not have the back pump available to switch over. Patient was advised by the facility that the window (half-life) of veletri is tight and that their safest option is to go to. No medical intervention was provided. Product is not available for investigation.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a pump displaying "high pressure" alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a history record review could not be conducted. D3, g1,g2 email is: regulatory.responses@icumed.com; a1 updated; d4: catalog number, UDI number, serial number is unknown; g5: 510k is unknown; h4: device manufacture date is unknown, corrected data: h6: health effects